Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that after water exposure, all buttons were unresponsive and could not pass the verify screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: on investigation, all the keypad buttons were unresponsive. The keypad cover was removed for investigation and revealed no evidence of contamination of the button contacts. The pump was opened for investigation and revealed evidence of internal moisture on the keypad wiring. A leak test was performed and revealed a leak at the display lens.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.